Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Despite following troubleshooting steps, the error persisted, leading to the decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy and instructed to return the faulty pump in storage mode to tandem for replacement using a pre-paid label.